Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a valve-in-valve transcatheter aortic valve replacement (tavr) procedure using a 29 mm sapien 3 ultra resilia valve, there was difficulty advancing the delivery system with valve through the 16fr esheath+. The delivery system with valve was able to exit the tip of the esheath+ and the 29 mm sapien 3 ultra resilia valve was implanted successfully within a pre-existing surgical valve. The system was then withdrawn. The distal tip of the esheath+ was observed to be torn. It was indicated that the distal tip tear occurred upon the delivery system reaching the tip of the esheath+. There was no difficulty withdrawing the delivery system, and there was no difficulty removing the esheath+. There was no patient injury.

Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. Visual evaluation of the returned device revealed the esheath+ liner was fully expanded as designed. The distal tip opened along the axial score line. The distal tip was torn radially along the distal liner edge. There was high-density polyethylene (hdpe) stretching along the torn edge. All score lines were present. The distal liner was bunched and partially delaminated. There was imagery received for evaluation. Per imaging evaluation, the patient's right access vessel appears to meet the required minimum luminal diameter (mld) for use with 14fr esheath+ (greater than or equal to 5.5 mm). There was tortuosity present in the right access vessel. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the difficulty advancing the delivery system with valve through the esheath+ and torn esheath+ distal tip were confirmed based on the evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the tip scoring process and/or by other manufacturing-related factors. Additionally, patient factors such as a challenging anatomy (tortuosity), may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.